Event description:
Customer reports to have received a motor error alarm during a bolus delivery and also received a motion sensor test failure. Customer's blood glucose was 247 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection. Motor error alarm during rewind due to out of phase motor encoder signal. Unable to confirm prime alarm and perform displacement test due to motor error alarms.